Manufacturer narrative:
Date estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted. Reportedly, there was an issue with the device. The method in which hemostasis was achieved was not specified. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d9. H3: the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.